Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the stapler did not fire. The surgeon was not able to squeeze the handle but could press the green button and the cartridge jaw did not open. The handle could no longer be pulled during firing, the staple line was incomplete proximally, and there was poor staple line formation. The jaw was locked on tissue and the surgeon had difficulty removing it. The staple line was fixed by over sewing it. They replaced the device with a new set to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.